Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed due to the damage to the device. Visual inspection of the returned ar-9821 noted the electrode face is completely detached from the probe and was not returned. This was a supplier process issue addressed in ncr-20813. The most likely cause is attributed to a supplier process. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during the surgery the metal coagulation tip detached from the device while insertion. The tip got stuck in the muscle and it was impossible to retrieve the piece out of the patient. There was no harm for patient, operator or third party. The surgery was finished with a new device. It was not necessary to switch the surgical technique or do a second surgery.